Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Submission of a report does not constitute an admission that medical .

Event description:
It has been reported that the AED did not pass self diagnostic check.